Manufacturer narrative:
Based on device history record review and product evaluation, the failure present appears to be the result of mis-handling and failure, on the user's behalf, to perform adequate inspection and maintenance per instructions for use. Additionally, per instructions for use, the instrument cable should not be placed on the patient.

Event description:
It was reported that during a liposuction procedure, on (B)(6) 2020, an instrument cable was placed on the patient's chest during harvesting of fat from their thighs. Once the harvesting was completed (after fifteen to twenty minutes), the practitioner mobilized the section of the cable placed on the patient's chest. It was then observed that the patient sustained a possibly second or third degree burn to their chest in the area where the cable made contact. It was necessary to perform an excision of the burned tissue and subsequently suture the area.